Manufacturer narrative:
Updated fields- d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure scope communication error, error message e23 and error message e211 were not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an overcurrent detection error (e237) and a communication error (e211). The issue occurred during the pre-use inspection. There were no reports of patient involvement.